Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fluid "squirted" out of the as lvp 20d 3ss cv and "across the bed" during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "they had a leaking issue with set 2426-0007." "Lot number on package of our IV tubing on the cart. This is the standard bd tubing # 126749 that had fluid squirting out across the bed near the luer lock which was connected to a y site on anther IV tubing."

Event description:
It was reported that fluid "squirted" out of the as lvp 20d 3ss cv and "across the bed" during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "they had a leaking issue with set 2426-0007." "Lot number on package of our IV tubing on the cart. This is the standard bd tubing # 126749 that had fluid squirting out across the bed near the luer lock which was connected to a y site on anther IV tubing."

Manufacturer narrative:
H6: investigation summary: the customer provided a photo of a infusion tubing set in its package. The leakage described in the complaint cannot be seen in this photo. Without sample being provided for a physical investigation, the root cause remains unknown. A device history record review for model 2426-0007, lot number 20096783 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.